Manufacturer narrative:
Analysis found the lens was broken. Analysis also found one bail and bail cover were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen glass was broken. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.